Manufacturer narrative:
On 9/27/2016 - we have requested the device be returned to the manufacturer. We have not received the device to date. On 11/28/2016 - manufacturers narrative: unit performed as designed. Cause of burn was consumer misuse. Heating pads are not to be placed under user. They are to be placed over or draped on top of the muscle to be treated as described in the ib. We also warn against sleeping when using the heating pad as they are designed to get hot and can burn sensitive skin if not alert. These are the main causes of the consumers burns.

Event description:
On 9/27/2016 - the consumer admittedly fell asleep while in use of the product. As a result, the consumer received a burn on her back.

Manufacturer narrative:
On 9/27/2016 - we have requested the device be returned to the manufacturer. We have not received the device to date.

Event description:
On 9/27/2016 - the consumer admittingly fell asleep while in use of the product. As a result, the consumer received a burn on her back.